Event description:
Caller states pt tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 4.8 inr. Pt's husband had been giving her coumadin every 4 hours thinking it was the pt's pain medication. No adverse event reported. Requested return of suspect system, and replacement was sent.